Manufacturer narrative:
Other applicable components are: product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a replacement ins was scheduled; the patient's stimulator hadn't been working for 3-4 years. They tried to interrogate the battery but were unable to as the battery stopped working 3-4 years ago. When the physician opened the pocket to exchange the battery they noticed the extension was not connected to the generator and there was corrosion on the battery. The lead and battery were both replaced and the extension was removed. The issue was resolved. No further complications reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 7495-51, (B)(4) implanted: (B)(6)2001 explanted: (B)(6)2018 product type extension. Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete.

Manufacturer narrative:
Analysis for product #7452 found stim ins/battery/normal end of life/no telemetry and no output, no significant anomaly. Analysis for product #7495-51 found stim extension/proximal end/conductor/broken (overstress/damage), no significant anomaly. The main component and other applicable component: product ID: 7495-51. If information is provided in the future, a supplemental report will be issued.